Event description:
It was reported that the health care professional (hcp) requested review of pacemaker mediated tachycardia (pmt) and right atrial (ra) lead capture on this implantable pacemaker. Technical services (ts) discussed potential loss of capture (loc) and false positive pmt. The device remains in service. No adverse patient effects were reported.